Manufacturer narrative:
Additional information. This MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch (B)(4) in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch (B)(4) were previously tested in complaint (B)(4) on april 25, 2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: packing of quick set. The lot 6004007 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac 12, on november 6, 2023, with a total of (B)(4) units. Assembly of quick set: the lot 3k04934 was manufactured according to the wi version 26 assembled in the quickset line, on november 3, 2023, with a total of (B)(4) units. The lot 3k04919 was manufactured according to the wi version 26 assembled in the quickset line, on november 5, 2023, with a total of (B)(4) units. The lot 3k04932 was manufactured according to the wi version 26 assembled in the quickset line, on november 2, 2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on july 10, 2025, against malfunction code soft cannula found bent upon removal from infusion site and lot 6004007 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to bent cannula leading to hyperglucemia on (B)(6) 2024. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high at the time of event and the patient got treated with intravenous drip. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.